Event description:
The customer reported that they are able to view the images in web even though they were rejected in pacs. There was no reported pt injury associated with this event.

Manufacturer narrative:
A f/u report will be filed when the investigation is complete. (B)(4).